Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed under sensing on the atrial lead. Programming changes were performed to resolve the issue. There were no patient consequences.